Manufacturer narrative:
Corrected information has been provided in b1 product problem was inadvertently omitted in error from initial and has now been provided. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemolysis could not be determined.

Manufacturer narrative:
The pump was disposed of and will not be returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella¿cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage¿d, with a history of coronary artery disease and diabetes mellitus. During morning rounds, the abiomed representative was informed that the cardiologist suspected hemolysis and elected to reduce the performance level from p-9 to p-7. Per the registered nurse, the pump had been repositioned the previous evening. The most recent echocardiogram, obtained today, demonstrated adequate impella¿cp positioning in the left ventricle. The patient survived to explant. Hemolysis requiring device repositioning may be influenced by patient-specific factors such as the underlying ami/cgs physiology, hemodynamic instability, renal dysfunction, and suboptimal device position.